Event description:
It was reported that while stimulation was turned on, the patient experienced no stimulation sensation since this early morning. The patient felt stimulation yesterday, had an exercise class this morning, and ever since then, no stimulation sensation. The patient was getting triple beeps when increasing and decreasing amplitude. Then the patient got a successful single beep when decreasing pulse width and rate. No patient outcome was reported.

Manufacturer narrative:
(B)(4).